Event description:
It was reported that the wire had a knot at the very tip. It was stated the wire did not appear defective when first threaded but then it somehow became knotted. The ir apparently had to use a scalpel to remove the PICC/wire.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. Usage residues were observed throughout the sample. The guidewire was intact. A knot was observed near the weld tip. Microscopic inspection of the guidewire confirmed that the weld tip was intact. The guidewire was confirmed to be knotted near the weld tip. Misaligned coils were observed proximal of the knot and the wire exhibited curved shape memory. The curved shape memory and misaligned coils were consistent with attempted insertion against resistance or through a tortuous pathway. The knot appeared to have been formed during wire manipulation, suggesting the catheter tip became caught during insertion, and torsional (twisting) stress was applied during device withdrawal.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire had a knot at the very tip. It was stated the wire did not appear defective when first threaded but then it somehow became knotted. The ir apparently had to use a scalpel to remove the PICC/wire.